Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a dual lumen umbilical vessel catheter. The customer reports that the hub cracked on the uvc. The uvc was removed and another inserted. Customer also reported that they switched to chlorhexidine as their skin prep.